Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. No intervention has been performed at this time and the pacemaker remains in service. No adverse patient effects were reported.